Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The hcp reported that there was a warning power on reset (por) message. The therapy had stopped due to por. The hcp reported that the patient woke up on the morning of the report and her implant battery was dead so she went to charge it and charged her implant to full and saw a por message and couldn¿t turn therapy on. The patient didn¿t have the patient programmer (pp) with her and the recharger was showing por. The por couldn¿t be cleared. No further complications were reported.